Manufacturer narrative:
The biomedical engineer reported that the battery contacts on the unit look damaged and the unit get hot. It is unknown if the device was in patient use when the issue was discovered but no harm to the patient was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the battery contacts on the unit look damaged and the unit get hot. It is unknown if the device was in patient use when the issue was discovered but no harm to the patient was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the battery contacts on the transmitter looked damaged and the unit was getting hot. It was unknown if the device was in patient use at the time. No harm or injury was reported. Investigation summary: a previous investigation under irc-(B)(4) identified that the incorrect insertion of the battery may cause the battery spring terminal to break the coating of the battery, leading to short circuit and eventually heating of the device. The operator's manual provides instructions on how to properly insert the batteries on the device. Furthermore, a design change was made to prevent overheating by short circuit caused by improper insertion of batteries (ref (B)(4)). The design change has been applied to the following serial numbers: (B)(6) - serial (B)(6) or later (B)(6) - serial (B)(6) or later (B)(6) - serial (B)(6) or later (B)(6) - serial (B)(6) or later. The complaint device (B)(6) sn (B)(6) was made prior to this change. A design change has been implemented to the product to prevent short circuit of the battery during battery insertion. No corrective actions would be performed at this time. Physical damage reported is likely a factor in poor batter insertion. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 b7 d10 attempt # 1: 03/05/2021 emailed the customer for information in the ni section above: no reply was received. Attempt # 2: 03/07/2021 emailed the customer for information in the ni section above: no reply was received. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the battery contacts on the transmitter looked damaged and the unit was getting hot. It was unknown if the device was in patient use at the time, but no patient harm was reported.